Event description:
Customer reported that safety valve would stay open after an occlusion alarm was detected. Customer support engineer (cse) verified customer alleged event and replaced the ai pcb and the safety valve. Event was found during hospital's routine maintenance. No patient was harmed or injured as a result of the event.